Event description:
A manager reports on of a physician that on (B)(6) 2006 a pt had essure implanted for sterilization by another physician. On an unspecified date the pt had an ectopic pregnancy. On (B)(6) 2013, a laparotomy was performed and the pt recovered.